Event description:
It was reported that during an unspecified spine surgical procedure, it was observed that the attachment device was not holding the drill bit devices. There were no delays to the surgical procedure as an identical spare device was used to successfully complete the surgery. There was patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the bearings were worn out and loose creating a situation where the cutter device could not be inserted. This is because the bearings were no longer in axial alignment so the cutter device could not pass through. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing over time. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.